Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause was of the image noise was due to a fluid leak from the scope connector, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center technician indicated noise was appearing in the image due to a fluid leak from the scope connector. There was no patient involvement.